Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? What was a date of index surgery when vicryl suture was placed? Product lot number? What was the wound tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery? Did the surgeon observe any suture deficiency or anomaly before, during or after the suture placement? Please specify. When and what anti-inflammatory treatment was given? Was the wound dehisced? Were cultures performed? Results? How was the wound secretion managed/resolved? Was any re-operation/re-suturing required and performed? What is physician¿s opinion as to the etiology of or contributing factors to this event (wound secretion more than month)? Other relevant patient history/concomitant medications? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction, plate and screw fixation of proximal phalanx of right ring finger procedure on unknown date and the suture was used. It was reported that the patient experienced a wound secretion more than month after surgery. Anti-inflammatory treatment was given. Additional information has been requested.